Manufacturer narrative:
Additional product codes for this report include hwc. (B)(4). Device was not implanted or explanted during the surgical procedure on (B)(6) 2015. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4). Manufacturing date: october 6, 2014 - expiry date: september 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure for a distal radius fracture on (B)(6) 2015. During the insertion of a variable angle two-column plate (va-tcp), the surgeon experienced difficulty inserting a locking screw at the proximal screw hole. Despite several attempts, the surgeon could not successfully insert the locking screw. The procedure was extended for five (5) minutes with no adverse events noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: only lock screw 412.812s, lot 9178181was returned for investigation. Reviewing device history record shows that this lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This screw was released in faultless condition. Microscopic investigation shows clearly that the locking thread is badly damaged. The tread is plastically deformed and does not allow it to lock the screw head in the plate. Also the thread at the screw shaft is deformed. This led us come to the conclusion that the screw was not properly aligned during insertion, as result, the thread came into hard contact with the plate what finally caused the reported damage of the threads. Therefore we classify this as handling error while insertion. A manufacturing issue can be excluded. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.